Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was implanted during a stent placement procedure on an unknown date.according to the complainant, on (B)(6), 2012, the stent covering came off. There were no other reported issues. No intervention was performed as a result of this event. There were no patient complications reported as a result of this event. The patient condition was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.